Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Reportedly, the gave a manual injection to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Boluses were being delivered. The customer acknowledged and continued using the pump for insulin therapy. It was also determined the customer was using cartridges beyond labeling. Tandem educated the customer on cartridge use specifications for the pump.